Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic doctor indicated that the probe cutting performance was poor during the cataract procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.